Event description:
It was reported that during an implant attempt the lead displayed high thresholds. Several locations for the lead were attempted but the thresholds remained high. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).